Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube approximately 52.45mm from the distal tip. A piece measuring approximately 5.5mm x6.95mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage. Additionally, the instrument was found to have a dislodged proximal clevis at the distal end. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the wrist of the tip-up fenestrated grasper instrument locked at an angle and the customer could not remove the instrument from the cannula. As a result, the customer was required to remove the port with the instrument in it and the sterile processing department (spd) grinded the instrument to remove it from the cannula. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: nothing fell in the patient. The wrist locked and the entire cannula was removed with the instrument still in it as we could not remove the instrument from the cannula with the wrist at an angle. They used a new cannula and instrument to proceed with the case. The instrument was removed in spd and might have missing parts due to grinding needed to remove it from cannular, but there were no fragments that fell from the device inside the patient. The patient has not returned due to complications.